Manufacturer narrative:
The device was inspected and tested on 27th july 2017. Within this inspection, functional testing and visual inspection was made. The result was: => the device was out of specification. => interval of the supplier maintenance was exceeded by the customer. As the device did not show any deviations that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Sales department was called on (B)(6) 2017 by distributor. Stated: "incident was during surgery, patient has cuts on head because of the pins. Will get an update soon." Device and returned good form were received on 26th july 2017 from distributor. Returned good form stated: "locking on both has been lubricated by accident. Please clean + inspect both clamps. Because of sterilization department lubricated all, there was slippage. They have never lubricated it. The or staff docs this only. Both departments have been trained multiple times." This is report 2/2: - customer send in two skull clamps with the same description of the incident make clear that it was only one incident but to possible clamps. As it is unknown which of them was involved in the incident a report for both devices will be performed.